Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced an iatrogenic atrial septal defect (asd), hypoxia, and hypotension. During withdrawal of a faradrive sheath at the end of a pulse field ablation (pfa) procedure to treat atrial fibrillation the patient began to desaturate and became hypotensive. Based on transesophageal echocardiography (tee) imaging it was theorized that right-to-left shunting was responsible. It was also noted that the patient had an iatrogenic asd that was closed with an occluder device. The patient stabilized afterwards. The procedure was completed successfully. The patient was kept overnight at the hospital and discharged the next day after fully recovering. The device is not expected to be returned for analysis due to disposal.